Event description:
The advocate stated the customer's breeze2 meter would only read e26. She stated that the customer passed out and she took him to the emergency room. His glucose was tested at 43 mg/dl and he received treatment. No other information was provided about the event. The advocate was advised to return the meter for evaluation. A replacement meter was sent to the customer.